Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after an unknown procedure, the tissue pad came off. There were no adverse consequences to the patient. Device will not be returned.